Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 376-400 mg/dl and a bolus via the pump was delivered. Pump system check with tandem technical support found air gaps in the infusion set tubing. Customer changed tubing and resumed insulin delivery. At time of the report, bg was lowering.